Event description:
It was reported that during an rf ablation. The stryker device indicated an impedance error after it was connected to the pt. A back-up device was used that was from another MFR (name unk). This generator shocked the pt. The case was completed and did not need to be rescheduled. There was no injury or adverse consequences with the use of the stryker product.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.